Event description:
The narval sleep apnea device owned by (B)(4), isn't firm enough to keep it from putting pressure on your teeth like a orthodontic retainer. My teeth have shifted and I can no longer chew or close my teeth. (B)(4) has not offered me any solutions, despite having a three year warranty. I have no idea how I'm going to get my bite, probably will need to see an orthodontist.